Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: na, batch: 25808107.

Event description:
It was reported that the patient experienced discomfort at the ipg site and had inadequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure where all device components were removed. The patient was doing well post operatively.